Event description:
X-ray revealed dislocation of both x - stop implants. Pt underwent revision surgery to remove implants. Pt reportedly had significant facet joint hypertrophy nearly fused; which was likely causal to the incident.

Manufacturer narrative:
H6: method: device not returned. Results, conclusion: no conclusion can be drawn at this time. Add'l lot number is 051205.